Manufacturer narrative:
Spacelabs¿ manager for global product support has examined the product log files from the time of the incident. Findings show that there was a corruption that occurred in one of the receivers. Once all receivers and central stations were fully rebooted, the system was restored to proper functioning. There have been no reports of similar symptoms recurring. The same equipment remains in use by the customer. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2019 that telemetry monitoring was lost simultaneously for all telemetry patients on one of the central stations for an extended period of time. No injury was reported in association with this event.